Event description:
It was reported that device entrapment occurred. An 8.0-29 carotid wallstent self-expanding and a filterwire were selected for use. During the procedure, the stent was successfully deployed. However, upon retrieval, it was noted that the delivery system could not be removed from the wire. The device was able to be removed with force, and the procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h. Device manufacturers only. B3 - date of event: date of event was approximated to (B)(6) 2025 as the exact event date was not reported. D6a: date of implant: date was approximated to (B)(6) 2025 as the exact implant date was not reported. Detailed product information, date of event, and date of implant were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that device entrapment occurred. An 8.0-29 carotid wallstent self-expanding and a filterwire were selected for use. During the procedure, the stent was successfully deployed. However, upon retrieval, it was noted that the delivery system could not be removed from the wire. The device was able to be removed with force, and the procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
B3 - date of event: date of event was approximated to (B)(6) 2025 as the exact event date was not reported. D6a: date of implant: date was approximated to (B)(6) 2025 as the exact implant date was not reported. Detailed product information, date of event, and date of implant were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
H6 - evaluation method codes: updated. This report is being submitted to correct the correction/removal reporting # (h9) in section h. Device manufacturers only. B3 - date of event: date of event was approximated to 06/01/2025 as the exact event date was not reported. D6a: date of implant: date was approximated to 06/01/2025 as the exact implant date was not reported. Detailed product information, date of event, and date of implant were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that device entrapment occurred. An 8.0-29 carotid wallstent self-expanding and a filterwire were selected for use. During the procedure, the stent was successfully deployed. However, upon retrieval, it was noted that the delivery system could not be removed from the wire. The device was able to be removed with force, and the procedure was completed. There were no patient complications as a result of this event.